Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The large hem-o-lok clip applier instrument failed the clip test due to misapplication of the clip (e.g. The instrument passed engagement and able to retain clip through engagement but cannot apply the clip). Further evaluation found the large hem-o-lok clip applier instrument had one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. Additionally, the instrument was found with hairline cracks on the grip input disk. .

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the large hem-o-lok clip applier instrument failed to engage the clip. The procedure was completed with no reports of patient injury.